Event description:
It was reported that during surgical procedure at the user facility the sonopet universal handpiece overheated. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device was found to be overtorqued during inspection. The device was able to be put back in alignment and returned to the customer after passing all quality inspection tests.

Event description:
It was reported that during surgical procedure at the user facility, the sonopet universal handpiece overheated. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.